Manufacturer narrative:
H3: one medfusion pump was received cracked and chipped out on both front covers of the top and bottom cases. The event history log (ehl) was reviewed and there was no error related to a battery problem. The ehl was unable to be downloaded. The power up process and checking the battery status were conducted. The reported issue was unable to be confirmed. The battery was holding charge and all the battery readings were within the required specifications. The battery and interconnect board were replaced as a preventative measure.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump lost power when the syringe was being changed and displayed a continuous audible alarm along with an acu watchdog. The medication that's being infused was epinephrine. The nurse used a different pump to resolve the issue. There were no adverse events reported.